Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 777604-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "consumer said she did not have a confirmation test". The patient's medical history included female sterilization. Previously administered products included for an unreported indication: depo-provera. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("developed endometriosis/endometriosis"), abdominal distension ("stomach swelling"), abdominal pain ("pain (abdominal)"), dysmenorrhoea ("dysmenorrhea(cramping)"), heavy menstrual bleeding ("menorrhagia(heavy menstrual bleeding)"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (surgery to remove essure implant,partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain, endometriosis, abdominal distension, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, fatigue and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, endometriosis, fatigue, headache, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, fatigue, headaches. Trailing coils left: 4 right: 4. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2012: bilateral occlusion.. Lot number reported (777604) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: report was ticked final, no new information is expected based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 777604) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "consumer said she did not have a confirmation test". The patient's medical history included female sterilization. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("developed endometriosis/endometriosis"), abdominal distension ("stomach swelling"), abdominal pain ("pain (abdominal)"), dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (surgery to remove essure implant,partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain, endometriosis, abdominal distension, abdominal pain, dysmenorrhoea, menorrhagia, fatigue and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, endometriosis, fatigue, headache, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, fatigue, headaches. Trailing coils left: 4 right: 4. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-jan-2021: mr received: lot number, medical history, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 777604-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "consumer said she did not have a confirmation test". The patient's medical history included female sterilization. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("developed endometriosis/endometriosis"), abdominal distension ("stomach swelling"), abdominal pain ("pain (abdominal)"), dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (surgery to remove essure implant,partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain, endometriosis, abdominal distension, abdominal pain, dysmenorrhoea, menorrhagia, fatigue and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, endometriosis, fatigue, headache, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, fatigue, headaches. Trailing coils left: 4 right: 4. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Lot number reported (777604) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: update of information (batch is not valid) fu 7 & 8 processed together on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "consumer said she did not have a confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("developed endometriosis/endometriosis"), abdominal distension ("stomach swelling"), abdominal pain ("pain (abdominal)"), dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (surgery to remove essure implant,partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain, endometriosis, abdominal distension, abdominal pain, dysmenorrhoea, menorrhagia, fatigue and headache outcome was unknown. The reporter provided no causality assessment for abdominal distension and endometriosis with essure. The reporter considered abdominal pain, dysmenorrhoea, fatigue, headache, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, fatigue, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion.. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. Events- "pain (abdominal), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),fatigue, headaches". Lab data and reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.